Event description:
It was reported by the medical examiner that the patient's family stated the device malfunctioned "discharging while patient did not survive. Patient found to be in v. Tach in ER and by ems." It was further reported by the physician's attorney that the patient experienced ventricular fibrillation and died in 2009. Follow up with the medical examiner reported the patient died of "natural causes"; cardiac arrhythmia, myocardial infarction, and coronary artery stenosis. The medical examiner further reported the family was alleging the device was misfiring, but there were no abnormalities with the device or leads. She reported the leads were placed appropriately and the device appeared to have fired appropriately.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.